Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge 19 alarm during basal delivery. The customer's blood glucose level was not impacted. The customer was to load another cartridge. The customer declined tandem technical support's offer to assist with loading another cartridge.